Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A review of the complaint history determined that no further action is required as no trends were identified. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which wound change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. (B)(4).

Manufacturer narrative:
(B)(4). Implant date: patient was implanted in (B)(6) 2016. Explant date: patient was revised in (B)(6) 2016. Medical product: vanguard posterior stabilized femoral, cat#: 184512 lot#: 500570, unknown vanguard tibial tray, cat#: unknown, lot#: 2012080235. Report source: netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08041, 0001825034-2017-08042. Product was discarded.

Event description:
It was reported that the patient was revised to address an infection. Attempts have been made and no further information has been provided.